Event description:
In 2001, a medwatch report (uf# 360095-2001-0007) was received by the MFR from the user facility that states the following: this pt with a history of breast cancer recently complained of pain at pt's device site. The pain did increase when the device was used and the nurses noted some trouble when accessing it, but there were no signs of infection or leakage. An x-ray was done in 2001 but there was no obvious problem. Due to the pain and some edema, the device was removed on the event date and replaced with a new device. The pt tolerated the procedure well and was discharged home on the same day. On 08/21/2001, the user facility's q.I. Analyst/l.p.n. Informed the MFR's rep of the following: the device involved in pcr #077006 (medwtach report, uf# 360095-2001-0007) was located and the user facility ask that this device be analyzed. The device was returned to the MFR on 08/27/2001.